Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device interrogation the right ventricular (rv) lead shock impedance measurement was 150 ohms when measured coil to can and 143 ohms when measured rv to ra. However in triad configuration the shock impedance was still within range at 115 ohms. It was noted that shock impedance had been trending up over time. Boston scientific technical services (ts) discussed the possibility of tissue growth on the lead and the option of monitoring the lead. The rv lead remains in service and no adverse patient effects were reported.